Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, inc. Kenosha facility as part of a 50 pc. Lot in october of 2016. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause at this time. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
During a laparoscopic cholecystectomy the surgeon used this applier. He was able to clip the artery without any issue with 2 clips and when he tried to apply the 3rd clip on the canal the applier remained locked closed without any possibility of opening it. The removal led to the tearing of the canal and brought away the clip he had tried to apply. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During a laparoscopic cholecystectomy the surgeon used this applier. He was able to clip the artery without any issue with 2 clips and when he tried to apply the 3rd clip on the canal the applier remained locked closed without any possibility of opening it. The removal led to the tearing of the canal and brought away the clip he had tried to apply. The patient's condition is unknown at this time.